Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the bronchoscope does not pass through the lumen of the double-lumen tube. The anesthesiologist must reintubate the patient with a tube that is less well adapted to the patient's anatomy". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported that "the bronchoscope does not pass through the lumen of the double-lumen tube. The anesthesiologist must reintubate the patient with a tube that is less well adapted to the patient's anatomy".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports that in the current procedure "during primary process each tube shall go through tube curving process whereby each of the extruded tube shall be inserted to the former and put into oven of 165 5 c for 8 min. Lumen ID inspection also was conducted with ID inspection gauge with criteria of the ID inspection gauge shall glide easily into lumens without any construction. All rejects shall be culled out and disposed accordingly before product released to next process." The issue could be caused by a blockage in the main lumen or using the wrong size of bronchial tube; however, without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.